Event description:
Surgical instrument damage resulted in explantation.

Manufacturer narrative:
The evaluation summary is as follows: no manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Surgical instrument damage of the implant outer shell resulted in outer lumen deflation. Explant analysis showed surgical instrument damage on magnification, which was later confirmed by the surgeon.

Event description:
Surgical instrument damage resulted in explantation.

Event description:
Surgical instrument damage resulted in explantation.